Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the mx40 1.4 ghz smart hopping had a speaker malfunction. No sound was coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
Additional information was received indicating that this record is a duplicate of another complaint record. Please see MFR report number 1218950-2025-000229.